Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a procedure to treat a heavily calcified left anterior descending artery. A trek rx 2.5 x 12mm balloon delivery catheter (bdc) was inserted and advanced to the target lesion. It was noted that due to the heavy calcification, resistance was felt during advancement. The balloon was inflated to 20 atmospheres, but it was observed it had ruptured. The rupture caused the distal portion of the balloon and the non-abbott guide wire to shear off. This resulted in a clinically significant delay in the procedure. A snare was then inserted in an attempt to snare the balloon and guide wire but was unsuccessful. Therefore, a stent was inserted and deployed, trapping the balloon and guide wire against the vessel wall. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material rupture and material separation were confirmed. The reported difficulty to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the trek rx device is 14 atms; therefore, rbp was exceeded. In this case, it is likely the combination of the IFU deviation and the heavily calcified anatomy resulted in the reported balloon rupture. The investigation determined the reported difficulty to advance appears to be related to operational context as it is likely the device interacted with the heavily calcified anatomy. Additionally, the investigation determined the reported balloon rupture appears to be related to user error/operational context as the balloon delivery catheter (bdc) was overinflated to 20 atmospheres (atms) when the balloon ruptured. In this case, it is likely the combination of the IFU deviation of inflation above rated burst pressure (rbp), in combination with the heavily calcified anatomy, resulted in the reported balloon rupture. The balloon rupture caused the balloon separation and subsequent treatment and delay in treatment. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.